Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the impactor device was separating at the junction of the handpiece and the barrel. It was reported that the impactor device would not stop firing until the unit was pulled back together. It was reported that the tech noticed the failure before the procedure and opened an unspecified spare device before the case started. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and the reported condition that the device was separating at the junction of the hand piece and the barrel, and the impactor would not stop firing until the unit was pushed back together was confirmed. The device was evaluated and during assessment it was found that the device failed visual inspection because of rear housing separation. During the assessment of the device, it was observed that the device operated unintendedly due to the rear housings separated from the mid-plate and the trigger was loose. It was determined that the rear housing separating from the mid-plate was due to the trigger screw coming loose. It was further determined that the surgical impactor trigger screw had back out, which allowed the trigger body to move, resulting in the rear housing separation. It was determined that the assignable root cause of this condition was normal wear due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was not returned for evaluation. Quality engineering evaluated the received photo of the impactor device and the described failure (unit separating) by the customer was confirmed; however, ¿would not stop firing¿ could not be confirmed with a photo. Based on the provided photo it shows that the device was separating. However, at this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided photo, further assessment will be performed if the device is received. A review of the device history was performed and no non-conformances were detected related to the reported condition.